Event description:
Boston scientific received information that this during a pacemaker change out procedure, the chronic right ventricular (rv) lead was unable to removed from the header. Therefore, both products were taken out of service and the patient received a new pacemaker and rv lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.